Event description:
The customer called technical support (ts) reporting that the device's power button is malfunctioning. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported problem. The fse could not duplicate the issue. Power button works, able to turn on and off device. Ran controls test with no issues. Fse unable to duplicate the problem. A full performance verification has been performed and the device passed all testing successfully and returned to service.